Event description:
Surgical intervention in several stages due to wound healing disorder eight days after first revision surgery. Microbiological investigations shows an infection with staphylococcus epidermis and acinetobacter pittii. This issue was described in documents that we have received to case (B)(4) (your ref. 9613369-2017-00049).